Event description:
It was reported, there was a power-on reset (por) condition. The patient also had coupling and or communication issues with the recharger. The patient was able to get recharging going and got 6 "boxes" filled. The patient had an appointment to see the physician the next day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).